Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: [hospital]. "The clips were not loaded." Product is available for return. Additional information was received via email on 04mar2024 from [name], amk territory manager. "The following information was received from the distributor. The issue was initially observed when the first clip was loaded. It seems this lot has a problem. Applied trocar was used. The surgeon has been using the product without problems so far and there was no mistake nor misoperation by him this time. It is assumed the event unit malfunctioned." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: [hospital] "the clips were not loaded." Product is available for return. Additional information was received via email on 04mar2024 from [name], amk territory manager "the following information was received from the distributor. The issue was initially observed when the first clip was loaded. It seems this lot has a problem. Applied trocar was used. The surgeon has been using the product without problems so far and there was no mistake nor misoperation by him this time. It is assumed the event unit malfunctioned." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.